Event description:
In 2008, the lay pt contacted lifescan alleging that her one touch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation because the medical affairs specialist was unable to contact the pt to obtain additional info. The pt said she felt sweaty, jittery, and tired before the issue began on six days earlier. The pt obtained an actual reading of 223 mg/dl on the reported meter; she didn't feel the reading correlated with her symptoms of low [blood glucose]. She had a dr's appointment that day. A reading of 78 mg/dl was obtained on the dr's meter and she was treated with orange juice on the same day at 9:00 am. No info was provided regarding the pt's regular diabetes treatment regimen. The cca noted that the pt cleaned the puncture site incorrectly, which can contribute to inaccurate readings. The pt's products were replaced. The complaint is reported because the pt alleges the lfs product read inaccurately high compared to her symptoms that suggested hypoglycemia and to a lower blood glucose reading on her dr's meter. She claims she was treated with orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.